Event description:
Reporter indicated a patient had an infection with a previous vns implant, and was just recently reimplanted with a new vns on (B)(6) 2012.the patient was initially implanted with the vns on (B)(6) 2011.it is unknown exactly when the infection occurred, where the infection was located, or when the vns device was explanted.attempts for additional information are in progress.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
An implant card was received to the manufacturer indicating diagnostics with the vns lead and generator were within normal limits at the (B)(6) 2012 surgery. Attempts for additional information regarding the patient's infection have been unsuccessful to date.